Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found the device had a faulty scope socket causing the b30 error, minor cosmetic wear and tear and the lamp had 300 hours or more. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported, the xenon light source had a b30 communication error. The issue was found during an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. The customer's reportable malfunction was confirmed. Based on the results of the investigation the root cause could not be identified; however it is likely that a faulty scope socket led to the malfunction resulting in scope communication error. Olympus will continue to monitor field performance for this device.